Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker rejuvenate hip neck. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device evaluated by MFR : not returned to the manufacturer.

Event description:
Notice was received through counsel, asserting a claim for damages sustained as a result of the implantation of the recalled stryker rejuvenate hip stem that occurred on (B)(6) 2012.

Manufacturer narrative:
An event regarding revision involving an unknown rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Review of device history records could not be performed as the reported device was not properly identified. A search of the super and chs complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported defective stryker rejuvenate hip is considered to be under the scope of this recall. No further investigation is required.

Event description:
Notice was received through counsel, asserting a claim for damages sustained as a result of the implantation of the recalled stryker rejuvenate hip stem that occurred on (B)(6), 2012.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown right rejuvenate/abg ii modular stem. Additional information has been requested and if received, will be provided in the supplemental report. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices.

Event description:
It was reported that the patient had a right hip revision surgery.